Event description:
It was reported that the left ventricular capture threshold rose to 4.25 v at 1 ms. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.